Event description:
It was reported that (2) al326 were used during a lap cholecystectomy procedure. It was reported by the rep that two al326 clip applier discharged multiple clips when fired. A different al326 was used to complete the lap cholecystectomy. There was no consequence to pt.